Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, the air in line alarm was unable to be reproduced as a reload set alarm occurred. A review of the event history log revealed multiple air in line alarms however no alarms were observed on the event date that the customer provided. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor calibration out of range which is a known contributor to the reported issue. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line when there was no air in the line. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.